Manufacturer narrative:
Based on the info provided this event is deemed a reportable malfunction. No add'l pt/event details have been provided to date. The lot number was not provided. Therefore, we are unable to determine the specific third party manufacturing site. Both potential manufacturing site numbers are listed below. A return sample for eval is not expected. Should add'l info become available a follow-up report will be submitted. (B)(4).

Event description:
A nurse reported the luer lock at the inflation port was broken off. Unable to attach syringe.